Event description:
Boston scientific corporation was notified of an event that occurred during an aneurysm coiling procedure, where after placement and detachment of the subject device, the aneurysm ruptured. Bleeding did not stop. The pt was removed from life support.